Event description:
Unit is not delivering volume to patient and when the unit was moved, it started delivering rt. Stated the first occurrence was in 2004. Patient's heart rate increased, no chest movement. Bagged patient then 'jiggled' sense lines while unit was connected to a test lung and unit resumed operation. Same thing happened on next three days. After 4th occurrence, patient was put on another vent. Patient has cuffed trach and requires suctioning but vent is connected to test line during suctioning. No audible alarms were heard.